Manufacturer narrative:
UDI (B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was not returned for evaluation. Imagery of the event was received and confirmed the balloon burst. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the balloon burst was likely cause by the patient¿s severely calcified bicuspid aortic valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, during implant of a 29 mm sapien 3 valve in the native aortic position with a commander delivery system and esheath, the balloon ruptured on delivery system with valve deployed around 95% resulting in mild to moderate pvl. The patient had a severe calcified bicuspid aortic valve. Due to anatomical concerns, it was decided by implanting team to not post dilate valve. Patient in recovery with stable hemodynamics.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.